Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient experienced an infusion set detachment event on (B)(6) 2026. The connection point between the quick set's body and the tubing easily came off due to body movement during normal activity, with no stress or pulling mentioned. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.